Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. They could not detach the transfer set from the patient line of a pd cassette. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation) additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. A hand twist test was performed on the female connector and there was no evidence of separation.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.